Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the pebax broken. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-jan-2024, the tip was observed kinked/bent at the pebax section and due to the kinked/bent condition, the pebax was broken. This event was originally considered non-reportable, however, bwi became aware of the pebax broken on 25-jan-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation was completed on 25-jan-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed that the tip was observed kinked/bent at the pebax section and due to the kinked/bent condition, the pebax was broken. A deflection test was performed and the curve was deflecting within specifications. No deflection issues were observed. The kinked/bent condition at the pebax section was not originally reported by the customer, and may be related to the handling during the shipping of the device; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection¿ issue. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to transport/storage (d04) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿pebax broken¿ issue. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under p030031/s053. Manufacturer's reference number: (B)(4).